Event description:
After the procedure, the needle was not getting out of the introductor, after an effort the mechanism broke and the specimen was lost.  The procedure had to be repeated and the patient had a complication, had to stay at hospital 10 days. This incident occured during use and patient was injured.  This is the first time this issue has occured. Additional information received on 09dec2014:  the device did not break inside the patient.  The needle was taken out of the patient after the procedure, but while trying to retrieve the sample.  The doctor was unable to pull out the needle with the sample.  He pulled hard, the plastic device broke and the sample was lost.  The lung biopsy needed to be repeated but the patient bled in the lung, they had to drain the blood, they left a drain inside under suction.  The client needed oxygen and had to stay in the hospital for 10 days.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): one (1) used sample was received. During visual inspection it was noticed that the plunger was detached from the rest of the needle. After reassembling the unit, a functional 10 charges/discharges test was performed procedure, and the needle worked as expected. It could be charged and discharged without difficulties. However, since the sample was received with a detached plunger, failure mode was confirmed. A review of the internal manufacturing device record for the reported lot number was performed and it was confirmed that procedural and functional requirements needed for its release were met. Also, a review of the device¿s molded components history record was performed but no issues were identified. Most probable cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure mode. The manufacturing personnel has been made aware of the issue.